Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03853 and medwatch 2210968-2013-03854. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device started shugging and the blade was not cutting. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.72 lbf (specification: average 3.5 lbf max).